Event description:
It was reported that during a supracervical hysterectomy, the blade tip broke off and fell into the patient. The broken piece was retrieved. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was received with the blade discolored (burn marks), due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area). This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.